Event description:
Voluntary medwatch received states that the left ventricular (lv) exhibited high capture threshold. No intervention or programming changes were reported. No patient consequences were reported.